Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with a pacemaker passed away. The patient's daughter called to report her death. She noted the patient was taken off coumadin two days before implant and reported that the physician never examined her before the procedure. The caller stated the patient also had a fever, but they proceeded with the implant anyways. The procedure was completed. Five hours later the patient suffered a stroke and died three days later. The device was explanted at the funeral home, but has not been returned to boston scientific. There were no reported allegations against the device performance, however, the patient's daughter questioned if her mother was healthy enough for the procedure.